Event description:
It was reported that the insulin pump alarmed button error during set change. Customer's blood glucose was unknown. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding lcd glass. Displacement test was not performed due to missing segments. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window and reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.